Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one image and one device. The loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. The image noted three unformed staples along the cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient ha should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical operation of carcinoma in stomach, while closure of small intestinal remnant, the staples did not form properly. Accordingly, they fired the device again to resolve the issue and complete the case. There was no patient injury as reported.